Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out and was admitted to the hospital. Several device data reviews were performed. While there were episodes with a sudden drop in sinus rate, sudden brady response was activated and the patient's rate did not drop below 30 beats per minute (bpm). No additional adverse patient effects were reported. The device remains in service.